Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the patient having an MRI to see if she had a stroke. She had been having seizure like symptoms where her legs got shaky and if she did not hold something she would fall, but it only lasted until the count of 6. This had been occurring since (B)(6) 2015. The patient's relevant medical history includes chronic low back pain and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.